Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented with reports of tachycardia. Interrogation revealed episodes of supraventricular tachycardia being interpreted by the device as ventricular tachycardia. The patient received several rounds of inappropriate anti-tachycardia pacing and one shock. Programming changes were discussed but not performed. The patient was stable.